Manufacturer narrative:
On (B)(6) 2021, mentor became aware that field d4. Lot number field was erroneously omitted in initial report. Please see h11. Corrected data section for corrections. Manufacturer¿s reference number: (B)(4), d4. Lot number field has been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 350cc mentor memorygel left breast implant and a 405cc mentor memorygel breast implant experienced bilateral swelling post procedure. As a result, patient had an explantation on (B)(6) 2021. This medwatch form is for the left breast prosthesis.